Event description:
This event was reported in an article from a health registry to investigate the success of treating pts with 50% to 99% stenosis with angioplasty and a single intracranial stent. This report is for a pt, with 70% to 99% stenosis, who suffered a non-fatal ischemic stroke within twenty four hours of the procedure, considered to be peri-procedure by the study. No other info was provided.

Manufacturer narrative:
The upn and batch numbers were not disclosed. Date of implant date is unk, all pts in the registry were treated between november 2005 and october 2006. Device code: other for no allegation of product malfunction or non conformance contributing to the reported event.